Manufacturer narrative:
Approximate age of device- 5 months, 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient had a fall due to hypotension and dizzy was admitted for a gastrointestinal bleed. The patient was bleeding rectally and was given blood. Gastrointestinal (gi) bleeding was confirmed via esophagogastroduodenoscopy (egd). The gi bleed will not be treated as the problem is more distal and not in reach of a scope. The patient will stop taking aspirin. The patient had another fall on the unit in which the nurse states the patient's pulsatility index (pi) was 10.9 although it was not confirmed.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed a brief increase in pulsatility index (pi); however, a specific cause for this event could not be conclusively determined through this evaluation. A direct correlation between the log file findings, reported events (gastrointestinal bleed, falls), and heartmate 3 left ventricular assist system (lvas), serial number (B)(6) could not be conclusively established through this evaluation. The system controller event log file contains data from 23jun2019 at 15:09 through 25jun2019 at 10:45. Slight elevations in calculated pi average were captured on (B)(6) 2019, ranging from 12.3-12.4. Excluding these events, pi ranged from 1.9-8.8. The pump speed did not drop below the low speed limit for the duration of the file. No atypical alarms were captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr range. This IFU also provides an outline of all pump parameters, including pulsatility index. No further information was provided. The manufacturer is closing the file on this event.